Event description:
It was reported that 3 syringe 10ml saline fill china sp experienced a poor seal on packaging which was noted prior to use. The following information was provided by the initial reporter: sales rep had gotten the feedback from the customer, they had found there were some products empty without anything in the package, and three of these products' package were broken. After observing, intermediate compression seal line of these three products were no fully sealed, the samples were gathered back from customer. Customer suspended that those prefilled catheter washer were below standard.

Manufacturer narrative:
H.6. Investigation: three samples were received. They all came with the packaging flow wrap, the plunger rod-rubber stopper, tip cap, saline solution and barrel label. All three samples have sealed both ends of the packaging flow wrap; however, it is open -torn- right next to the sealing that goes from top to bottom. No issues were documented during the production of this lot. The type of damage suggests the units experienced compression force inducing the packaging flow wrap damage. Root cause could not be determined. At this time, no corrective actions are necessary.furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 syringe 10ml saline fill china sp experienced a poor seal on packaging which was noted prior to use. The following information was provided by the initial reporter: sales rep had gotten the feedback from the customer, they had found there were some products empty without anything in the package, and three of these products' package were broken. After observing, intermediate compression seal line of these three products were no fully sealed, the samples were gathered back from customer. Customer suspended that those prefilled catheter washer were below standard.